Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an implant procedure, the myocardium was perforated by an implant catheter tool. The procedure was canceled to allow recovery and repeated two months later to implant the device. The patient was in stable condition.